Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title: impact of mitral regurgitation severity and left ventricular remodeling on outcome after mitraclip implantation: results from the mitra-fr trial.na.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article: prognostic impact of impact of mitral regurgitation severity and left ventricular remodeling on outcome after mitraclip implantation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the information available, a definitive cause for the reported patient effect of death could not be determined. The patient effect of death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.